Event description:
It was reported that a patient observed a small gap between the spike port of a transfer set and the disconnect cap when they were connecting using a uv assist device. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were found. The reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted. Same event as reported in cmplnt-001979331.